Event description:
It was reported that an unspecified malfunction alarm occurred. The customer declined to share an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.